Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the distal conductor was melted, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular and right atrial leads both had low impedances and high thresholds. It was stated that the leads are "probably not good." Both leads were explanted and replaced. No patient complications have been reported as a result of this event.